Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was over 600 mg/dl. No troubleshooting was done for high blood glucose as the customer was not on the pump when the high blood glucose episode was started. The product will not be returned for analysis.